Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that they experienced a high blood glucose level of 461 mg/dl. The customer had no symptoms. The caller reported that they treated the high blood glucose level with a bolus from the insulin pump. The customer's blood glucose level was 406 mg/dl at the time of call. The caller did troubleshoot the issue. The caller reported infusion set removal and found a crimped cannula. The caller performed high pressure test and the insulin pump passed. The insulin pump will not be returned for analysis.